Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient stated that he knows that signal loss is caused by laying on the transmitter while asleep. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.